Event description:
The customer reported that the system would display a communication error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service representative replaced the mainframe power supply. The system was tested and found to be working as intended and put back in service.